Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient's birthdate and weight are not known) on (B)(6), 2010. According to the complainant, during the procedure, a cervical leak was visualized 9 minutes into the ablation phase. No alarm was generated. The unit progressed into cool down phase and the procedure was successfully completed. No burns were sustained by the patient. The patient's cervix was noted to be patulous, two tenaculum stabilizers were used along with a speculum and the patient was dilated to 8mm. There were no patient complications and the patient was reported to be "doing well" at the conclusion of the procedure.